Manufacturer narrative:
Concomitant medical products: product ID: 37092, product type: accessory; product ID: 97740 , serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient had poor communication. The patient programmer (pp) will not communicate with patient's implant and was giving the poor communication screen. They were directed to place their programmer directly over the ins and sync with ins. Their poor communication resolved and the recharger (insr) was able to communicate with the ins. They were redirected to repair. On (B)(6) 2018, the patient called back and stated they received a new pp and was still unable to communicate with the ins. The caller tried both with and without the antenna. They had the patient initiate a charging session with insr and reported that the patient was seeing the standard charging screen. Pss reviewed that the patient should follow up with their doctor to determine their next steps. Patient services reviewed if their hcp wants to have rep involved there is a paging service they can utilize. The patient called back again on (B)(6) 2018, stating they contacted the hcp's office as directed and was told that they can set a room aside for the rep to meet with them on (B)(6) . They were concerned this was too long of a time to wait. Patient services asked the caller if he was certain that the patient was using the new pp, and they confirmed they were. Caller stated that he and the patient were very familiar with how to use the device and confirmed the patient was able to charge the ins normally. The caller confirmed that the patient was seeing poor communication message both with and without the antenna as previously reported, however he was going to call back when he was present with the patient to make sure all troubleshooting was being done properly. They called back again on (B)(6)2018, stating their recharger was not doing the right thing and it was taking too long. The patient asked for a new recharger to be sent out. Patient services reviewed troubleshooting needs to be done first to see what the problem is, and recommended the caller start a charge session. The caller was able to start a charge session but reported the patient had no coupling bars. They tried to reposition the antenna over ins and turned the antenna dial through all 4 positions. They ensured the belt was positioned properly but it did not resolve the issue. They saw the poor coupling screen. They were able to briefly get more coupling after reposition antenna but then lost coupling again. There were no ins pocket concerns mentioned as possible reason for recharging concerns. It was reviewed how the number of efficiency bars will affect recharge time. They were redirected to follow up with their hcp to address the patient charging and coupling concerns. The patient had an appointment for (B)(6) and they would like a rep to be present. Symptoms reported were no stimulation sensation. Additionally, it was reviewed how to use the pp without the antenna attached. The caller confirmed he was able to sync successfully. Patient services reviewed how to use the pp with the antenna attached and the caller saw poor communication. Patient services will order a replacement antenna as the new pp was only working when antenna was not attached. The caller asked how high the amplitude can go because the patient was not feeling it. The patient reviewed it varied for each patient, and the patient indicated they increased amplitude to past 7.0 and they were not feeling stimulation sensation. It was recommended to discuss this with the managing hcp on their upcoming doctor's appointment on the (B)(6). No out of box failure was reported. No further allegations/complications were reported.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 37092, serial# unknown, product type: accessory; product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was in discharge. The patient had a revision scheduled for (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was no longer receiving stimulation and had out of range impedance on all contacts. No known external event was noted to have contributed to the issue. An impedance check was done against a variety of reference electrodes and at various voltages. The lead was explanted and replaced and the stimulator battery remained intact and implanted. Testing intra-op on the new lead found no out of range results. The issue was resolved at the time of the report.

Manufacturer narrative:
H3: analysis of the lead (B)(6) revealed that the conductors were broken from the distal/proximal end of the lead at the injex anchor site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. The caller provided the doctor's name and information. They stated all electrodes were impeded and they had turned the ins off. The rep had initially run impedances at 0.7v with all of reference 0 pairs over 10k ohms. Technical services had call run impedances at 3v and they provided the following values (in ohms). Ref 0 - 1, 2, 4, 6, 8-15 all over 40k, 3-30273, 5-26979, 7-23324; ref 3 - 2, 6, 8, 10-14 all over 40k, 0-30723, 1-35672, 4-33013, 5-16580, 7-15347, 9-31991, 15-30421; ref 7 - 1, 2, 4, 6-8, 10-14 all over 40k, 0-23324, 3-15347, 5-14025, 9-28730, 15-27703. Technical services noted that reprogramming will likely be unsuccessful and to obtain imaging. They also reviewed there was likely an issue with the lead and it will potentially need to be replaced. Technical suggested testing impedances intra-op to ensure the issue was on the lead and not the ins.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65 serial# (B)(4). Implanted: 2015-08-31 product type lead product ID 37092 lot# serial# unknown product type accessory product ID 97740 lot# serial# (B)(4). Product type programmer, patient device codes c63124, c53269 and patient code c76143 apply to the lead. All fdm, fdr and fdc codes apply to the ins and the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient's stimulation stopped working. The patient's impedances were greater than 10,000 ohms on most contacts except for contact pair 5 and 6 which were at 969 ohms. There was no known activity/event that prompted this issue. The representative ran impedances at 0.7v and saw contact 5 and 6 at 969 ohms and the rest were between 2,2000 - 31,000 ohms. At 3.0v, 5 and 6 were at 786 ohms but all reference electrodes ranged from 5,000 - 31,000 ohms and some contacts were greater than 40,000 ohms. The patient was directed to follow up with their healthcare provider to discuss the state of the lead. It was reviewed that reprogramming only 5 and 6 was an option but it was unknown if that would work for where the patient needed pain control. No further complications reported.

Manufacturer narrative:
Product ID: 37092, serial# unknown, product type: accessory; product ID: 97740, serial# (B)(4), product type: programmer, patient. Correction: added device codes to the ins instead of the programmer as the issue continued after the replacement programmer. If information is provided in the future, a supplemental report will be issued.